Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation on his back. The patient's doctor instructed the patient to use cream for the irritation and remove the device for two days. Follow-up indicated that the irritation healed and the patient was wearing the device again.